Manufacturer narrative:
Eval summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2011 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
An implant counselor reported a pt with no cylinder correction (has same amount of astigmatism) following intraocular lens (iol) implant surgery. Add'l info has been requested.